Event description:
It was reported that stent partial deployment and elongation occurred. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous right superficial femoral artery and right iliac artery. Pre-dilation was performed with an undersized balloon, so it was not considered appropriate. A 7x150, 130 cm eluvia drug-eluting stent was selected for use. During the procedure, deployment failure occurred, requiring strong force to rotate the thumbwheel. Stent elongation of 5cm was noted, but after confirmation by ivus and angiography that adequate expansion had been achieved, the procedure was concluded. There were no patient complications reported as a result of this event.

Event description:
It was reported that stent partial deployment and elongation occurred. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous right superficial femoral artery and right iliac artery. Pre-dilation was performed with an undersized balloon, so it was not considered appropriate. A 7x150, 130 cm eluvia drug-eluting stent was selected for use. During the procedure, deployment failure occurred, requiring strong force to rotate the thumbwheel. Stent elongation of 5cm was noted, but after confirmation by ivus and angiography that adequate expansion had been achieved, the procedure was concluded. There were no patient complications reported as a result of this event.